Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter would not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that, in the morning on (B)(6) 2018, her onetouch ultra2 meter would not turn on. The patient manages her diabetes with glimepiride (2mg, 1 tablet every morning) and metformin (850mg, 2 tablets every day) and denied taking any action in response to the alleged power issue over and above her usual diabetes management routine. The patient reported that later the same day, around 4pm, she began to develop the symptoms of feeling ¿flushing, shaking and experiencing a terrible headache¿. The patient attributed the onset of these symptoms to the subject meter not working as she was not able to monitor her blood glucose. She denied receiving any treatment beyond her usual routine of diabetes management, in response to the reported symptoms. During troubleshooting, the csr confirmed that there was no product misuse associated with the complaint, the correct test strips were being used and this was not the first time the patient had used the subject meter. The csr noted during troubleshooting that the meter would turn on when the power button was pressed but the meter would not turn on when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported as the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to test her blood glucose due to an alleged power issue with the subject meter.